Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. The patient's weight remains unknown.

Event description:
It was reported that during a pocket revision procedure (manufacturer report number: 3006705815-2022-17178) to address discomfort at the ipg site due to weight loss, the ipg was placed into surgery mode. However, the ipg was unable to be taken out of surgery mode. Troubleshooting was attempted to no avail. As a result, the ipg was replaced and therapy was restored post operatively.

Manufacturer narrative:
The reported observation of ¿inoperable ipg¿ was confirmed. The cause of the reported observation was due to the device entering the service application state at the time of the ipg revision. A clinicians programmer, system impedance test was within the expected range. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual arten600266417 warnings - electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).